Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving lioresal via an implanted pump. The indication for use was intractable spasticity. It was reported the patient called the clinic, on (B)(6) 2018, complaining of waking up with a fever, vomiting, chills and headache 24 hours after pump replacement. Patient was advised to go to ER. Patient presented to ER afebrile, c/o headache still present but the patient had a history of migraines, and extensive pruritus in the pump pocket. Labs drawn showing co2, bun, creatinine, and glucose abnormal with all other electrolytes within normal limits. Total ck 87 and white cell count was 6.0 medical imaging done with plain films of the lumbar spine does show a catheter entry at l1-l2 extending up to at least the t10 level. CT head shows no acute pathology. Patient admitted for observation from the ER and discharged asymptomatic on (B)(6) 2018. The issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6). It was indicated the event was related to the implant procedure. The event resulted in in-patient hospitalization.